Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 5 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The valve was replaced due to stenosis and moderate-to-severe insufficiency. No additional adverse patient effects were reported.